Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were multiple occlusion alarms observed in the alarm history on (B)(6) 2015; the black box for this date is not available. Rewind, load cartridge, and prime steps were performed successfully with no alarms. The pump completed 24hr duration testing with no occlusion alarm duplicated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The complaint was verified in the history but could not be duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 490mg/dl with nausea, vomiting, unspecified flu-like symptoms, extreme drowsiness, muscle weakness, and moderate ketones associated with frequent occlusions. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the pump continued to emit occlusion alarms despite changing supplies multiple times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring occlusion alarm issue.